Event description:
It was reported that the user experienced hypoglycemia, with fingerstick glucose readings of 51 mg/dl declining to 32 mg/dl after initial treatment, following a dinner announcement and correction for a previously elevated glucose; the user denied symptoms and had not taken any outside insulin. Symptoms included an asymptomatic low glucose episode. Outcomes included recovery to 74 mg/dl after oral glucose treatment and completion of troubleshooting and education, including review of low treatment protocol. Investigation included review of available use history and event details. Investigation of this case revealed no device malfunction was identified, and the event was consistent with hypoglycemia of unclear cause following meal-related insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.